Event description:
Chair charges and as soon as you go, than the chair will die. Also, having problems with the chair with erratically movement. They have called prior to this. The chair is down. Owned chair for approximately 3 years. Uses in private home, used indoors and outdoors.